Event description:
The patient's kenevo dropped while walking: he was walking as usual and the knee bent with no resistance, he fell and fractured the fibrous tibia; he is already polytraumatized. Fall. Passage from garage to house (no threshold bar), there was no tripping after one step, the knee dropped without resistance. The socket was well extended during leaning phase. Tibia upper fibonate fracture of the left leg on an already injured knee. Hospitalization with tibi plaque, anti-coagulant therapy. Further information received on 11.09.2025: was the knee functioning properly until the fall? Yes, no problem. Did the knee generate an error message before falling? No error message. Did the knee function properly after the fall? We do not know, because fractures of the patient, and no more wearing of prosthesis until (B)(6). Was there a sharp turn before the fall? No, walk in a straight line between garage and house without threshold bar and obstacle, tiling level, no tripping.

Event description:
The patient's kenevo dropped while walking: he was walking as usual and the knee bent with no resistance, he fell and fractured the fibrous tibia. He is already polytraumatized. Fall passage from garage to house (no threshold bar), there was no tripping after one step, the knee dropped without resistance. The socket was well extended during leaning phase. Tibia upper fibonate fracture of the left leg on an already injured knee. Hospitalization with tibi plaque, anti-coagulant therapy.